Event description:
A customer reported to olympus, during a laparoscopic surgical procedure the image on endoeye flex deflectable videoscope disappears during angulation and returns. The therapeutic procedure was able to be completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of intermittent image with angulation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 field was corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by angulation operation of repeated use and applied excessive bending stress to the bending section. Traces of fraction at the bending section cover and glue at the bending section cover show the load was applied to the cable inside the bending section by repeated contact with the trocar, which effected on kinked and disconnection of the bending section. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.